Event description:
The patient contacted animas on (B)(6) 2012 stating the ok keypad button had delayed response for a couple of months. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly worn the pump in a protective case attached to a belt and used a damp cloth to clean the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the ok and contrast buttons were intermittently unresponsive and required multiple presses before responding; the up arrow and down arrow keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.